Event description:
The customer contacted stryker to report that their device was not recognizing the connected defibrillation electrodes. As a result, defibrillation therapy may have been unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the device's therapy cable was disconnected inside of the device. Stryker reconnected the therapy cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.